Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, that the tubing had fallen off the needle hub and she was no longer getting any insulin. She realized that due to detachment, her blood glucose and ketone levels were high. Moreover, the patient was pregnant and needed insulin. No further information available.